Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown, the date entered in section b3 is based on the customer¿s report of two months ago. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. The customer received a sensor scan result of 303 mg/dl which was higher than they felt, and self-treated with insulin (dose/type unspecified) without taking a capillary glucose test. The customer subsequently experienced feeling unwell and lost consciousness. Paramedics were called by third-party and upon their arrival, customer¿s blood glucose was checked and a reading of 27 mg/dl was obtained on the paramedic meter. The customer was administered intravenous glucose for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.